Event description:
Resident was found lying on back at the foot of the bed. Both siderails up. Bed alarm on but not activated. Resident sustained a fracture of the right hip and was hospitalized. Family wished no surgical intervention. Resident transferred back to nursing ctr on 4/18. Refused to eat or drink and continued to decline until death on 5/1/95.